Manufacturer narrative:
The other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient for urinary incontinence. It was reported that they noticed some redness around where the lead exited the skin during the trial. It was unknown if it was an infection, but they were treating it as such. It was not confirmed to be an infection. A healthcare provider provided a shot of antibiotics at the lead exit site and provided a prescription for an oral antibiotic. They hcp was planning on move forward with stage two, but may change plans if it appeared to be an infection in the pocket at the lead site. There were no device issues or further complications reported.